Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings:the pump powered on with functional auditory features and continuous vibration with a blank display screen. Additional testing could not be completed. Investigation determined the blank display was caused by a failure of the erasable read-only memory (eeprom).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified inaccurate delivery issue. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.